Event description:
Correction: the previous or initial MDR submitted on march 11, 2026, was filed inadvertently. No explantation or serious injury has occurred.

Event description:
Per the clinic, the device was explanted for unspecific medical reasons (date not reported). The patient was reimplanted with another cochlear device on (B)(6) 2026. Additional information has been requested but has not been made available as of the date of this report.